Manufacturer narrative:
Device was received with no button response due to moisture damage on the keypad traces. Unable to perform the self test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not functioning especially the down button and sometimes the left button. The customer's blood glucose level was unknown at the time of the incident. The customer noticed it 2-3 months ago. The customer stated that the numbers were not ramping on their own and the scroll bar was moving with no input. The customer stated that the minutes change. The customer stated that the down arrow most of times was not working and was hard to press. It was reported that it does not always activate the first time and would have to press couple of times. The customer informed that the doctor was trying to change the basal rates and it was not functioning at the time and had to do several tries before it finally worked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.